Manufacturer narrative:
The investigation is ongoing, and the evaluation found an insufficient bend angle, insertion collapse, insufficient forceps insertion, insufficient insertion of the cleaning brush, scratches on the universal cord and video cable, chipped curved rubber adhesive, scratches on the video connector, light guide connector, video connector case, control unit, switch box, grip, up/down angulation plate, angulation lever, and up/down angle fixing lever, switch operation failure, insertion part continuity failure, blurred field of view, water tightness failure at the bend, watertight forceps channel, buckling and deformation of the channel, short circuit in the switch circuit due to water immersion, and flooding from the actuator. It is unknown if the device was cleaned, disinfected, and sterilized before it was sent to olympus. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had internal water intrusion. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material came out of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: h6, h10 corrected: d4 (UDI number). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed forceps channel leak, proper device reprocessing may not have been possible. The event may be detected/prevented by following the instructions for use sections below: chapter 6: application and condition of cleaning, disinfection, and sterilization. Chapter 7: cleaning, disinfection, and sterilization procedure. Chapter 8: cleaning, disinfection, and sterilization procedure for reusable parts and reprocessing equipment. Chapter 9: combination with cleaning/disinfection equipment. Olympus will continue to monitor field performance for this device.